Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been (B)(4) other events for the lot referenced.

Event description:
Customer reported that the reamer handle broke. There was a surgical delay of 5 minutes.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. The supplier noted, "the power adaptor had broken off of the straight reamer handle. There was a significant amount of material deformation observed throughout the power adaptor. There were several significant gouges on the power adaptor as well. The fracture surface of this complaint sample was compared with the fracture surface of a straight reamer handle fracture that was analyzed by greatbatch research, development & engineering. The comparison concluded that the same failure mode attributed to the failure in the report (torsional fatigue) is also attributed to this complaint. There was wear observed throughout the rest of the complaint sample in the form of scratches, nicks and gouges. The returned complaint sample was etched per applicable drawings." Medical records received and evaluation: not performed since no medical records were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there have been no other events for the lot referenced. The investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is attributed to wear as a result of torsional fatigue of the adaptor.

Event description:
Customer reported that the reamer handle broke. There was a surgical delay of 5 minutes.